Manufacturer narrative:
MFR date: date is not available. The part/model#- 768901-rnt ,serial #- (B)(4) was received by carefusion factory service. Factory service rep connected patient circuit with customer set settings, unit pressurizes to 30 cmh2o; the vent reads -.5 as zero span and 27.40 cmh2o at span and with adjust set to max unit pressurizes to 50+ cmh2o . The reported condition was not duplicated. The driver was reworked and replaced front panel, unit was due for 7k preventative maintenance. Forwarded to the carefusion failure analysis lab; fa recommendation: the testing completed by the service personnel was sufficient to verify the customer reported, cannot get the span in specs, complaint issue. Recalibrate and retest panel meter and then returned to customer.

Event description:
The customer reported the map on the span is off by .6 and cannot seem to get it in spec, the zero seems fine. Carefusion technical support issued a replacement panel meter. The customer called back on (B)(6) 2013, the replacement panelmeter did not resolve the issue. The vent "zeros" fine, but cannot get span in specs. He now can get the span to 19, but the panelmeter is 20 so the vent is still out of specs (1.0 off now). Patient involvement surrounding this event is unknown.